Event description:
Pt reports back to back results of 465 mg/dl, 131 mg/dl and 110 mg/dl. Results show a difference of more than 151%. Pt is not diabetic, but is using steroids for a lung problem. Steroids are known to raise blood sugar levels. Pt is checking their blood sugar based on their dr's advice. No allegations of harm have been made.